Event description:
The distal tip of the wire was unraveled from the cord of the wire. There was no patient injury.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.